Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the usb port was damaged. Subsequently, the damaged caused the infusion sets to be pulled out. There was no impact to the customer's blood glucose level. Reportedly, customer replaced the pump supplies and continued to use the pump for insulin therapy.